Event description:
It has been reported to philips that the movements of the allura device were unavailable. No patient harm was reported. A philips service engineer inspected the system on site and replaced the l-arm power supply. The device returned to expected operation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) visited on onsite and confirmed the reported problem. Review of the system log file shown that the issue was due to spp power supply. To resolve this issue, the fse replaced the power supply. After replacement, the system was performing as intended and was returned to use in good working order.

Manufacturer narrative:
According to the information provided, the system was in clinical use at the time the event occurred and the procedure was delayed. The health impact grid was updated.